Manufacturer narrative:
(B)(4). The site disposed of the incident device during the procedure before calling and reporting to the surgical kit MFR. No eval can be performed.

Event description:
The customer reported that upon connecting the electrosurgical pencil to generator, the pencil activated without pressing the switch. The device was never in contact with pt.